Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging multiple issues with her onetouch ultra2 meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 12:02pm the subject meter had an unresponsive ok button and the meter was testing in settings mode. The patient detailed that she manages her diabetes with oral medication and insulin and denied making any changes to her usual diabetes management routine in response to the alleged issues. The patient claimed that ¿ten to fifteen minutes¿ after the alleged issues she developed a symptom of ¿shaking¿ however denied receiving any treatment. During troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the product. The alleged issues were not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event after the alleged meter issues occurred.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination around the ok button circuit. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.